Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 560 mg/dl. The customer stated that prior to the event, she thought she had stomach flu. The customer also stated that she has been getting excessive no delivery alarms. The customer further stated that she uses an mmt-398 quick-set infusion set, lot 9201593. Troubleshooting was performed. The insulin pump passed both the fixed prime and the high pressure test.